Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, the stopper of two tubes popped off resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Further investigation of this complaint was conducted in collaboration with the customer in accordance with established complaint handling procedures. Based on the information obtained, the event is most likely user related, specifically involving the application of excessive force during the tube filling process, which resulted in internal pressurization of the tube and contributed to stopper displacement. As part of routine risk mitigation, bd recommends the use of an appropriate transfer device, such as the bd vacutainer® blood transfer device (btd), when transferring specimens from a syringe. If a transfer device is not used, specimen transfer should be performed with caution, as forceful depression of the syringe plunger can create positive pressure that may displace the stopper and cause sample leakage or splatter, potentially resulting in blood exposure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, the stopper of two tubes popped off resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, the stopper of two tubes popped off resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.